Event description:
Caller states that coaguchek saf-t-pro lancets were uncapped out of box. Plastic package holding the lancets was unopened. No accidental needle stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.